Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an unknown navigation system. It was reported that there was an issue during navigation using the nexframe. The caller reported they were unable to reach the intended target and were off by 1.6mm or 1.9mm. The caller at one point mentioned a possible 25 degree off target, or seemed to be more lateral. The issue occurred yesterday, but the caller indicated the patient was implanted and the outcome was good. Additional information was received: it was reported that the cause of the inaccuracy was not identified. It seemed the nexframe would not "reach" them when trying to align to the target. It would not allow the dot to line up in the circle. There was no confirmed shifting or other possible reasons for the inaccuracy. The type of procedure was for a lead placement. Additional troubleshooting was the surgeon attempting to align to the target several times and was 1.7-2.0mm off target. They removed the new probe and reattached, but they were unable to get aligned. The product was disposed and would not be returned.